Manufacturer narrative:
On july 30, 2020, mentor became aware that the suspect medical device has been discarded accidentally by the operating doctor's office. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 11, 2020, mentor became aware that the correct date of implant explantation surgery is (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient underwent unilateral replacement with a 425cc mentor memorygel breast implant (catalog: 3504254bc lot: 9428512 sn: (B)(6), on the right breast. Mentor also became aware that the patient underwent surgical intervention as a left breast scar was excised and closed in two layers during the same explantation and replacement surgery for the right breast implant rupture. The left breast scar and surgical intervention will be reported under mrn: 1645337-2020-09252. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/ or reoperation: material rupture, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent primary breast augmentation with a 425cc mentor memorygel breast implant on the right side, suffered breast implant rupture, right breast swelling and pain, post-operatively. The patient initially noticed the swelling and pain and then an ultrasound suspected the rupture and an MRI confirmed it. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2020.